Manufacturer narrative:
Initial and final (B)(4) - device 3 of 7. Patient city: (B)(6). Patient country : germany. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 12-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 5390614 was provided. Complaint was classified under malfunction code: infusion site egress - trace moisture / superficial wetness. A query was run in the electronic quality management system on 12-mar-2026 against lot number 5390614 and similar malfunction code(s). Infusion site egress - trace moisture / superficial wetness. Infusion site leakage - trace moisture / superficial wetness. Infusion site leakage - trace moisture / superficial wetness. Leakage infusion site (cannula base part/cannula) (specific cause not identified). Leakage from infusion site (cannula base part/cannula) (specific cause not identified). No records were identified for this lot and similar related issues. A non conformance report/corrective and preventive action query search was run in the eqms system performed on 12-mar-2026 against lot/batch number 5390614. No records were found. DHR review: the device history record (DHR) for lot 5390614 was reviewed. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot no. 5390614 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during eqms search and DHR review: · no visual inspection is required to be performed. · no retain sample testing is required to be conducted. · no further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced that infusion set leaks at the insertion site event occured on (B)(6) 2023. The infusion set was used for one day. No further information available.